Manufacturer narrative:
Updated: device avail. For eval; returned to MFR. On; device returned to MFR; device evaluated by MFR; eval summary attached; method codes; result codes; conclusion codes. Device evaluated by MFR: synergy ii us mr 4.00 x 16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found that the stent was damaged and had moved on the balloon. The stent had moved proximally on the balloon such that the distal end of the stent was 6mm proximal from the proximal end of the distal markerband and the proximal end of the stent was covering the proximal balloon cone. The proximal end of the stent was damaged with stent struts lifted. The distal balloon cone wings were tightly wrapped and evenly folded and were not subjected to positive pressure, the proximal balloon cone could not be seen as it was covered by the moved stent. Crimp markings were evident on the exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/ drug/ subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported stent damage and dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and heavily calcified mid right coronary artery (rca). While advancing through a guidezilla ii 6f long guide extension catheter, a 4.00x16mm synergy stent slid back on the balloon and was not aligned with the marker bands on the delivery catheter. This was noted in angiography. When the stent delivery catheter was withdrawn back into the guide extension catheter, the proximal portion of the stent was damaged. The stent delivery system was removed followed by the guidezilla ii catheter without any further issues. The procedure was completed with another same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product . (B)(4).

Event description:
It was reported stent damage and dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and heavily calcified mid right coronary artery (rca). While advancing through a guidezilla ii 6f long guide extension catheter, a 4.00x16mm synergy stent slid back on the balloon and was not aligned with the marker bands on the delivery catheter. This was noted in angiography. When the stent delivery catheter was withdrawn back into the guide extension catheter, the proximal portion of the stent was damaged. The stent delivery system was removed followed by the guidezilla ii catheter without any further issues. The procedure was completed with another same device. No patient complications were reported.